Manufacturer narrative:
.

Event description:
It was reported that the patient passed away. The cause of death was unknown to the physician's office. The online obituary was found which noted that the patient died on (B)(6) 2014 in the hospital. Attempts to obtain additional relevant information have been unsuccessful to date. The relationship between vns and the cause of death are unknown.

Manufacturer narrative:
(B)(4).

Event description:
The vns patient¿s device was not explanted after he passed away; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.